Event description:
As reported, prior to patient contact, a bakri tamponade balloon catheter leaked from the bottom of the device. Blood loss prior to the noted failure was 600 milliliters. The procedure was completed with a new device. This occurred prior to patient contact; there was no impact to the patient.

Manufacturer narrative:
This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Manufacturer narrative:
Description of event: as reported, prior to patient contact, a bakri tamponade balloon catheter leaked from the bottom of the device. Blood loss prior to the noted failure was 600 milliliters. The procedure was completed with a new device. Investigation ¿ evaluation: a visual inspection and functional testing of the returned device was conducted. A document based investigation was also performed including a review of complaint history, device history record, the instructions for use, and quality control data. The complaint device was returned for evaluation without packaging. The balloon was leak tested, and a tiny puncture near the glue joint on the proximal end of balloon was found causing the leakage. A review of the device history record found one non-conformance related to the reported failure mode, glue, inadequate was found on four devices. A complaint database search revealed no other complaints associated with production lot 13873777. Because adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other lot related complaints that have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in field. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: how supplied "upon removal from the package, inspect the product to ensure no damage has occurred." A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was visually/functionally inspected by quality control and no related gaps in production or processing controls were noted. Per the quality engineering risk assessment, no further action is warranted. Cook will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
There is no new patient or event information to report.